Manufacturer narrative:
The insulin pump received with blank display due to corroded electronics assembly. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack in battery compartment of insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.